Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that they were unable to aspirate the catheter during a routine pump replacement for normal longevity. The patient had had no symptoms. The pump was delivering morphine. It was later reported that the physician was unable to aspirate the catheter from the pump connector. There was no revision or replacement of the catheter. The new pump was primed for 19 minutes and then connected to the existing catheter. Additional information has been requested, but it was not available as of the date of this report.